Manufacturer narrative:
This MDR is issued to answer user facility report. The device MFR became aware of the reported event, as of the reception of the above stated user facility report. After the reported event, the device was tested by the hosp without any finding. It was not possible to reproduce the reported event. There were no error entries in the logbook and no components replaced. The device is in use since that time without any conspicuousness. The root cause for the reported event is unk; in case of affected ventilation, the device will post an alarm to alert the user about the situation.